Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the surgeon tried to open the handle of the instrument before to use it, but the handle couldn't open or close. The device was not used on the patient.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The jaws closed normally using the handle. The investigation noted that the device would occasionally snag while opening, but this could be overcome with slight forward pressure on the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.